Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. Additional component potentially involved in the event include: common device name: burr hole cap, model: 6010, UDI: (B)(4) , serial: (B)(6) , batch: 8791964.

Event description:
Related manufacturer reference number: 1627487-2023-03943. It was reported that a suspected infection developed at one of the patient's burr hole caps. Surgical intervention was undertaken on (B)(6) 2023 in which the burr hole cap and a portion of the associated lead were removed to address the issue. Investigation was unable to determine which of the burr hole caps attributed to the event.